Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments have been made, however, the issue has not been resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well and is no longer experiencing facial nerve stimulation with the new device.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, there were inconsistencies with the device retaining lock throughout the analysis process. It is believed that these failures were most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. These anomalies are not believed to be related to the return reason. This older device configuration is no longer manufactured. This is the final report.